Manufacturer narrative:
(B)(4) by arjohuntleigh, inc. On behalf of the MFR medibo medical (B)(4). The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Additional info will be provided following the conclusion of the MFR's investigation.

Event description:
According to the MFR rep: sara 3000 scale - reading 5kg lighter. Customer purchase date: (B)(6) 2011. Scale is measuring incorrectly and mast bolts are loose. Replaced batteries (4xaa) in scale unit and fitted bolts with locktite. Tested scale with weight.